Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller heated up and started to smell more than used. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. The reported overheating could not be reproduced. The unit passed all initial required testing, extended running from both sources at room temperature. Log files showed no unusual behavior during the last month of operation. The root cause of the reported event could not be conclusively determine as the device functioned per specification, however it is possible that the user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally, patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient's controller heated up and started to smell while in the carrying case. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.